Manufacturer narrative:
No fire alarms were triggered by the event and no one was evacuated from the site. The instrument is currently working within specification.

Event description:
The user reported that their analyzer suddenly switched off. Smoke then appeared from the left back side of the instrument which is the area where the power supply is located. The user turned off the instrument and left the room because of the strong smoke. After a few minutes, the user came back to turn the system on and nothing happened. The user was not injured and no adverse events occurred. The power supply main was replaced by the field service engineer. He started the system and ran controls, everything was fine.

Manufacturer narrative:
It was determined that the issue was caused by a defective power supply main. Replacement of the defective power supply has solved the issue. Upon inspection of the power supply, heat damage on the right planar winding was identified and this indicates overheating. Therefore it is assumed with a high probability that this is the root cause of the problem.

Manufacturer narrative:
This event occurred in (B)(4).